Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 54840008570, 510k# k091974 and upn 00613994590480 is available for sale in the market. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with kyphosis and underwent posterior fusion at l3/s1 with s4. Post-op, the part under the iliac screw head (the base of the screw shaft) broke. Fragments of the broken part remains in the patient. Patient complications reported to be unknown.